Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a robotic gastric bypass the doctor fired the endocutter, with gold reload and peri-strips, the stapler fired but would stick to the tissue and was difficult to open. When the jaws opened, the majority of staples did not for proper b's. A second like device was used to complete the procedure. There were no patient consequences or leaks.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2018. Photographic evaluation: one photo was provided; the picture shows a device with open jaws and with a gold reload loaded on the device. Staples legs are visible on the picture. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.